Event description:
It was reported that the handpiece ran without user activation during set-up. There was no pt involvement and no user injuries or adverse consequences were reported.

Manufacturer narrative:
Internal components were evaluated and a broken bearing was found to be the cause of the device running without user activation.